Event description:
It was reported that the system 2600's table was frozen and could not be moved. There was no patient information or involvement reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Removed the floppy disk and secured the disk drive cabling. Reloaded the disk and the system initialized and the table could be moved. Ordered, removed and replaced the disk drive on a subsequent visit. The system was tested and found to be working as intended and placed back into service.